Event description:
It was reported that during a routine device change out, the lead insulation exhibited an anomaly and was fractured. The lead was capped.

Manufacturer narrative:
No medwatch form was received.